Manufacturer narrative:
(B)(4).

Event description:
The physician had inserted the guidewire and was trying to thread the catheter but could not as the end of the wire was "sliced causing indentation". It was reported the issue was not insertion related and "already there straight from packaging". No patient injury or complication reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one swg from an arterial line kit for investigation. Visual examination revealed the guidewire was kinked and bent towards the distal end. The j-bend was misshapen. The proximal and distal welds were spherical and intact. No other defects or anomalies were observed. The catheter was not returned for evaluation. The kinks were located at 295mm, 340mm and 350mm respectively from the proximal end. The guide wire measured 352mm, which is within the specification limits of 350mm-355.6mm per guide wire product drawing. The outer diameter measured 0.622mm, which is within the specification limits of 0.610mm-0.635mm per guide wire product drawing. Functional inspection was performed to recreate the product's intended use. The IFU provided with this kit states "insert tip of spring-wire guide through introducer needle into artery." The distal end of the guide wire was passed through a lab inventory 20 ga introducer needle. The guide wire was able to pass through with little to no resistance. Functional inspection could not be performed on the catheter was it was not returned for evaluation. A manual tug test confirmed the both welds were intact, full and spherical. Additional testing of the catheter could not occur since the catheter was not returned. A device history record review did not reveal any manufacturing related issues. The IFU provided with this kit includes the following warnings, cautions and instructions for the user: "do not alter the catheter, guidewire, or any other kit/set component during insertion, use or removal." "To reduce risk of spring-wire guide damage, do not retract spring wire guide against edge of needle while in vessel." "Warning: do not cut spring-wire guide." "Caution: use care when removing spring-wire guide. If resistance is encountered, remove spring-wire guide and catheter together as a unit. Use of excessive force may damage catheter or spring-wire guide." The report of a kinked guide wire was confirmed through examination of the returned sample. The guide wire was kinked and bent towards the distal end. The guide wire met all functional and dimensional requirements during investigation testing. A device history record review was performed and no relevant findings were found. However, the catheter was not returned by the customer, therefore, the probable root cause cannot be determined. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The physician had inserted the guidewire and was trying to thread the catheter but could not as the end of the wire was "sliced causing indentation". It was reported the issue was not insertion related and "already there straight from packaging".no patient injury or complication reported. The patient's condition is reported as fine.